Manufacturer narrative:
Additional information - patient status & type of intervention per hospital. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found stretch marks along the edges of the sheath and confirmed that the green inner ring had separated from the unit. The outer ring was not returned. A review of the manufacturing records for this lot could not be performed as no lot number was provided. All gelport units undergo 100% visual inspection during the assembly and packaging process. The exact root cause of the incident remains unknown; however, the tear in the alexis may have been caused by the introduction of a sharp instrument through the alexis sheath. It is possible that the sheath may have been punctured and as the outer ring was retracted, the increasing tension on the sheath caused the tear. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to determine the root cause of the incident. This document represents our final report.

Event description:
Type of intervention: "percutaneous fluid collection aspirations and surgical operation to remove foreign body." Patient status: "recovering from surgery."

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Donar nephrectomy- "in (B)(6) 2011, the patient came in for donar nephrectomy and mr. (B)(6) used gel port. The green ring and part of the polyurethane sheet of the (B)(6) was found inside the patient and removed on (B)(6) 2015. The green ring did not show up in the x-ray."